Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the spring arm protector was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the spring arm cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to detachment of cover on the spring arm, which contributed to the event. According to the provided information the device was not being used for patient treatment upon the event occurrence. The review of received customer product complaints related to the investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the detachment of covers from spring arm is low. According to the subject matter expert at manufacturing site it is impossible to identify which part was missing from the spring arm due to the fact that neither part number nor pictures of the defect were provided to the record by technician. Therefore, it is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).